Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed device strips and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. This resulted in inappropriate atrial tachy response (atr) episodes and mode switch. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed device strips and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. This resulted in inappropriate atrial tachy response (atr) episodes and mode switch. No adverse patient effects were reported. At this time, this device system remains in service.